Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 retractor band was faulty. A field service engineer tested voltage on control boards found retractor band need to replace, replaced retractor band and cleaned underneath cubie pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies failed and required nurse staff or pharmacy staff to recover storage space. Where it leads to slowdown medication removal for nurse. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.